Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient has some problems be tween their pacemaker and ins. They called someone a while ago and they said there could be problems. The patient was not necessarily experiencing any problems but wasn¿t sure if there were issues between the two devices. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there was no problem; the patient just had questions on compatibility. They noted compatibility was checked and it was okay. No problems were noted.